Event description:
It was reported that this right ventricular (rv) lead was explanted along with the cardiac resynchronization therapy pacemaker and left ventricular lead due to infection, bacteremia, and endocarditis. A new rv lead was successfully placed. No additional adverse patient effects were reported.